Event description:
Boston scientific received information that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated despite attempts with multiple programmers, and also no tones were able to be heard when multiple magnets were placed over it. The patient's previous check had been about six months prior and that appeared normal. An x-ray was performed and reportedly the electrode had pulled back and it was thought to be a result of twiddler's syndrome. Potential causes for the inability to interrogate were discussed, as well as, the consideration for replacing the device as therapy could not be guaranteed. Subsequently, the system was explanted. It was reported that the device system was twiddled so aggressively that the electrode had significant damage. The patient's ejection fraction had improved so there was no further plan to replace the system. There were no additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.